Manufacturer narrative:
Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable high inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 10:00 am the result from the meter was 5.0 inr. At 12:00 pm the result from the laboratory was 2.5 inr. The customer's therapeutic range is 2.5 inr- 3.5 inr. The laboratory result was believed to be correct. There were no medical decisions made based on the meter result. There was no allegation of an adverse event. The customer's meter and test strips were requested for return. Replacement test strips have been sent.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.